Event description:
Complainant alleged that the clinicians were attempting to pace a 57 yr old female pt in cardiac arrest, but the device displayed an "ECG lead off" error message in all leads. The medics checked all connections, and all appeared to be securely attached, but the screen continued to display the same error message. The medics perfomred CPR on the pt as she was transported to the hosp. The complainant indicated that the pt subsequently expired, but that the pt outcome was not a result of the reported malfunction.